Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called while their ilet was in bg run mode due to a failed dexcom g7 continuous glucose monitoring (cgm) sensor. The agent confirmed a ¿start sensor¿ message and ¿sensor failed¿ alert, then guided the user through replacing the sensor. The user reported treating a prior low of 50 mg/dl with orange slices and believed they may have overtreated, leading to a high of 222 mg/dl. The lowest blood glucose (bg) recorded was 50 mg/dl, and the highest was 222 mg/dl. Bg was corrected after sensor replacement and treatment. No symptoms were reported during the event, and no medical intervention was required at the time of call.